Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost therapy at the beginning of the year and subsequently stopped recharging their system early (B)(6) 2018. As a result, the ipg would no longer communicate with any external devices and in turn became inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced with an updated model.